Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. Lead was capped on (B)(6) 2018 and no new lead was implanted as the patient was downgraded to single chamber pacemaker. Additional information is not available at this time.

Event description:
New information reported that the patient was asymptomatic to the issue and was stable post-procedure.